Event description:
Spontaneous communication from patient who reported he just received a new pump but when he turned it on for his infusion on (B)(6) 2024 it was giving him an error code. The error code was "system timeout". Patient advised that he had already tried replacing the batteries. Rph advised patient the system timeout is due to needing to replace the internal lithium-ion battery. Rph advised patient we would need to replace the pump. We would also replace his vial of hyqvia as he had already pooled it and it would no longer be stable when the new pump arrives. Faulty pump serial number: (B)(6), expiration: 2/21/25. Patient did confirm his dose was missed/lost due to the faulty pump. Patient did not experience any adverse effects/event from the faulty pump as it was noticed before the infusion started. The faulty pump is currently with the patient and able to be returned back to us. Indication: nonfamilial hypogammaglobulinemia. Reported to (B)(6) by: patient/caregiver.